Manufacturer narrative:
It has not been determined by the patient's doctors what may be causing the unspecified "possible allergic reaction." Information is limited at this time. Additional information has been requested. However, the patient's allergist has not provided any additional information and has stated that she will provide the requested information in the future if she comes to believe the patient's reaction to be related to the mesh. Based on the information received to date, no conclusion can be made. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
As reported per the patient's allergist: " I have a patient who recently had a procedure with bard ptfc composix mesh l/p and is concerned for possible allergic reaction".